Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump does not recognize an open door, the door will not open with slide clamp¿ which was reproduced during evaluation. The pump does not recognize an open door, the door will not open with slide clamp was verified and found to be caused by an out of adjustment link. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door and would not open with slide clamp. There was no patient involvement. No additional information is available.